Event description:
This customer reported a pads failure cable. There was no report of any patient involvement.

Manufacturer narrative:
(B)(4). This customer reported a pads failure cable. There was no report of any patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.